Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the patient developed a leak eight days after the operation. The surgeon brought the patient back to fix the leak however it looked as if it had contained itself.